Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening and broken device through microscopic inspection assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.